Event description:
In 2007, the lay-user/reporter contacted lifescan 9:49 am (pst) alleging that a one touch basic meter was giving a battery indicator symbol. The reporter indicated that the alleged meter issue started on the same day, at 9:30 am (cst). The reporter stated that the patient had started kidney dialysis earlier in the morning at an unspecified time, and also got a blood glucose reading of "500 something" mg/dl on the reported meter. After obtaining the result of "500 mg/dl," the patient took an unidentified shot and became "delirious." She also described the patient as being "out of it" and was "really tired." It is not known as to what time the symptoms actually developed, although, the reporter claimed that the symptoms began after the reported meter issue began. During troubleshooting, the reporter admitted that milk was spilled on the meter earlier that day in the morning time. After the milk was spilled on the meter, the alleged issue stared. The patient was not tested on another device. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, if the patient made any changes to the regimens, because of the reported issue, what shot he took on the day of the event, what time the shot was taken, what dosage was taken, if the shot was taken based on a meter reading, and what time the symptoms developed. In addition, it would have been helpful to know what time the result of "500 something" mg/dl was obtained, if the patient ate any meals or drank anything on the morning of the event, what actions the patient took in response to the alleged meter issue, what actions the patient took in response to developing the symptoms, his hematocrit, and what actions he would have taken if he knew his blood glucose was getting higher or too low. The reporter replaced the meter's batteries, but this did not resolve the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms after the alleged meter issue started. It is not clear as to whether the patient's symptoms were indicative or low or high blood glucose. Also, it is unknown how much time passed between when the meter issue started and when the symptoms developed.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.